Manufacturer narrative:
On-site investigation was performed by our field service engineer. It was claimed that ventilator generated technical errors indicating that ventilation stopped and communication between the monitoring and the breathing subsystems is lost. This can happen if the breathing subsystem is not working properly or deliberately has shut down the ventilation due to internal problems. According to the information provided by the technician, the control printed circuit board and monitoring printed circuit board were defective. The parts should be replaced to solve the issue. The device was scrapped by customer. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
A correction of fields # d1 brand name, # d4 version or model # were required. D1 - brand name. Previous brand name: servo-s corrected brand name: servo-s base unit. D4 - version or model # previous version or model #: servo-s, corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating a control printed circuit board error. There was no patient harm. Manufacturer's ref. #: (B)(4).